Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying abbott epic +dr ICD that may be related to serious injury, including inappropriate therapy following intermittent t-wave oversensing with the epic+dr ICD. According to the article, the event was resolved with reprogramming and there were no further patient consequences cited. Details are listed in the attached article, titled ¿implantable cardioverter defibrillator replacement guided by twave safetymargin in a shortqt syndrome patient¿. Shen y, pan w, jiang c, fu g, sun y, hu d. Implantable cardioverter defibrillator replacement guided by t wave safety margin in a short qt syndrome patient. Pacing clin electrophysiol. 2019;42:557¿559. Https://doi.org/10.1111/pace.13580.